Event description:
It was reported that a guide wire distal tip detachment occurred. The chronic total occlusion (cto) target lesion was located in the proximal to mid right unspecified coronary vessel. A 185cm pt guide wire was advanced to the target lesion however, the distal tip of the device broke off in the subintimal space of the vessel. The remaining part of the guide wire was removed. The detached tip was left inside the patient's body. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).